Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed with tandem technical support, however, the customer us unable to complete the check. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose was 448mg/dl.